Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an infection. The tibial bearing and locking bar were removed and replaced. During a check up on (B)(6) 2013, the locking bar was found to be disassociated. The patient is unable to undergo revision surgery due to health status.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-02985/ 02986).